Event description:
It was reported by dealer that the pilot valve is leaking, the sieve beds are leaking sieve material, the on off switch is causing no audible alarms, and the heat exchanger is leaking.